Event description:
The device was used during a roux-en-y. Reportedly, the anastomosis was not complete. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.